Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that one day post-implant, this right ventricular (rv) lead dislodged. No patient symptoms were reported as a result. The lead was successfully repositioned and no further issues have been observed.